Event description:
During a shoulder arthroscopy, the patient's deltoid area swelled more than usual. The surgeon repositioned the cannula and changed the pump tubing. The procedure was completed without further problems. The facility reported that the patient is doing well.